Event description:
It was reported that the atrial and right ventricular leads were not functioning due to lead fractures. On (B)(6) 2020, both leads were capped and replaced successfully. The patient was reported to be in stable condition. New information states that the leads had no capture, and the patient was asymptomatic.

Manufacturer narrative:
This product is registered as a combination product. (B)(4). Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial and right ventricular leads were not functioning due to lead fractures. On (B)(6) 2020, both leads were capped and replaced successfully. The patient was reported to be in stable condition. Related manufacturer reference number: 2938836-2020-09538.